Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with episodes of syncope, the right ventricular lead exhibited loss of capture and low impedance. The lead was capped and replaced. The patient was in good condition post procedure.